Manufacturer narrative:
(B)(4) concomitant medical products 110010269 g7 osseoti multihole 62 mm h 3594155, unknown stem, 010000870 g7 neutral e1 liner 44 mm h 3273288, 650-1059 cer bioloxd option hd 44 mm 035380, 650-1065 cer option type 1 tpr sleve -3 pe 1 183380. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced serious drainage several days post-revision and utilized a crutch for ambulation.